Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance reported in the lot history. (B)(4).

Event description:
The hospital reported that the seal on the heartstring would not crimp.